Event description:
It was reported that the customer called the stryker navigation support line for assistance with using the stryker adapt(tm) platform during an ent procedure. It was determined that the customer had not set up the navigation system properly before starting the procedure. The technician walked the customer through the steps of proper setup, however the system gave a registration error and after mask registration the pointer would no longer track. The surgeon continued to work while the navigation technician was troubleshooting with the nurse and chose to complete the procedure without the use of navigation.. The procedure was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the customer called the stryker navigation support line for assistance with using the stryker adapt(tm) platform during an ent procedure. It was determined that the customer had not set up the navigation system properly before starting the procedure. The technician walked the customer through the steps of proper setup, however the system gave a registration error and after mask registration the pointer would no longer track. The surgeon continued to work while the navigation technician was troubleshooting with the nurse and chose to complete the procedure without the use of navigation. The procedure was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of the fuzzy 3d view could be confirmed, however, no failure was found with the navigation system.